Event description:
It was reported that alarming cassette error was experienced. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The physical condition of the device was noted to be good. Error codes were found in the ehl (event history log). Troubleshooting and functional testing was performed. The customer reported issue was not duplicated as no issues were found with the function or performance of the pumps cassette assembly. The root cause of the reported issue is unknown as no problem was found. No actions were required. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device was last serviced in 12/2022 and there was no indication the complaint was related to previous service of the device. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).